Event description:
It was reported that during a da vinci-assisted esophagectomy with transthoracic approach and neck anastomosis surgical procedure, the customer indicated that the erbe electrosurgical unit (iesu) kept performing a self-test after startup. Despite attempts to resolve the issue by removing all energy cables and power cycling the erbe, the problem persisted. The site elected to use a spare iesu to proceed with the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was successfully completed using the medtronic energy platform.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe self-test failed when power on. Reported problem was reproduced. The integrated electrical surgical unit (iesu) was replaced and the issue was resolved. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrical surgical unit (iesu) was analyzed and found the reported problem was unable to be confirmed using remotefe. Given the condition of the failure, the unit cannot be tested by system.